Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir plunger was stuck and the air bubble would not go out of it. Customer¿s blood glucose level was unknown. Customer stated that they tried removing air bubble by introducing air into the vial but it was not working. The device will be returned for analysis.